Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was stuck on the rewind prompt and would not progress to any other menu. The customer stated that the insulin pump had been disconnected for a few months, she put a battery back into the device, and this was when she observed the issue. She stated that she did not want to put insulin in the insulin pump. The blood glucose reading was not provided. Nothing further reported.